Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product was discarded by hospital. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Package insert list under care and handling of instruments: ¿surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling.¿ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report source: other: tech support. Zimmer biomet complaint (B)(4). Limited product information.

Event description:
It was reported during a primary hip arthroplasty on (B)(6) 2015 the tip of the inserter fractured inside the shell. The shell remained threaded and caused approximately a 10 minute delay in surgery until removal. No adverse events have been reported as a result of the malfunction.